Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of discrepant positive results, the customer considers values >0.16 ng/ml positive, for 8 patient samples tested for elecsys troponin I stat immunoassay (tnistat) on a cobas e 411 immunoassay analyzer. Of the data provided, 3 patient results were a reportable malfunction. Patient #1 had an initial tnistat result of 0.285 ng/ml. The sample was tested at another laboratory and tnistat result of <0.16 ng/ml was obtained. Patient #2 had an initial tnistat result of 0.200 ng/ml. The sample was tested at another laboratory and tnistat result of <0.16 ng/ml was obtained. Patient #3 had an initial tnistat result of 0.219 ng/ml. The sample was tested at another laboratory and tnistat result of <0.16 ng/ml was obtained. The customer runs positive tnistat results in duplicate, but they only provided the first results. The first results were released outside of the laboratory but where questioned by the doctor. The tnistat results from another laboratory were deemed to be correct and were released to the patients. There was no allegation of an adverse event. The tnistat reagent lot was 231115 with an expiration date that was not provided. The field engineering specialist (fes) on 16-nov-207 changed the measuring cell and performed a photomultiplier tube adjustment. On (B)(6) 2017 the fes visited the customer due to high qc. During this visit the customer informed the fes about the discrepant tnistat results. The fes found a problem with the high voltage and corrected it. Following the last service visit the issue has not occurred again.